Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient stated something was wrong- the charge in their ins and controller didn't last more than 5 hours. On (B)(6) at 11 p.m. The controller told them they were at 30%. They stayed up until 1 a.m. To charge the controller and their ins to 100%. On (B)(6) at 5:30 a.m. The device was at 40% and they started charging again. On (B)(6) at 6 a.m. The controller showed that their ins was in the red and the controller was at 100%. It took them until 9:30 a.m. To get both the ins and controller back to 100%. The patient had high settings and were told the ins would last 2 days before they would have to recharge. A representative recently gave them a different program. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the battery depleting quickly was due to manufacturing representative (rep) changing intensity to 6.5 after activities standing, sitting, laying on each side and laying on stomach and back. The charge lasts 5 hours. Patient met with rep again who changed the intensity to 6.0 while patient laid on their back. The charge lasted 6 hours. Patient changed the intensity to 4.6 the charge lasts 7 hours. Patient met again with rep- changed intensity to 3.0 and said it should last 1.9 days. It did not , it lasted 8 hours. Patient changed to 2.6; it lasted to 12 hours and then changed to 2.5; it lasts to 27 hours. Patient said that after implant they were told the charge would last 2 days. Last time the patient met with rep they were told the charge would last 1.9 days. Patient has not reached wither goal. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.